Event description:
A biomedical professional reported a pt experienced a chamber collapse during a cataract with intraocular lens implant procedure. The procedure was completed with an alternate sys. There was no pt harm reported. Add'l info has been requested.

Manufacturer narrative:
The facility biomedical tech called the company technical support specialist (tss) to assist with troubleshooting. The tss recommended a sys check and preventive maintenance. The facility did not request svc. There was no sample returned for evaluation and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause cannot be determined conclusively. .